Event description:
Pt has extensive surgical history eventually involving fusion from the t2 level all the way down to the sacrum. After exposure of the hardware in the operating room, it was found that the pt had what appeared to be a domino at the level of t5-t6. The rod had completely broken at this level and was not attached to the hardware inferiorly. The dominos were removed along with the fractured rod bilaterally. Pt had multiple procedures at another hosp. Unable to document what procedure, where the procedures were performed and what devices were inserted when.